Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Root cause could not be determined from the info provided by the customer. As review on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot #312527 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action threshold monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time. Add'l MFR narrative and/or corrected data: data analysis performed on inr results provided by customer. Reviewed retain testing on reported lot 312527. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter: 1.3 inr, reference = 2.3 inr, mean = 1.80, confidence limits = 1.2=2.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. In-house therapeutic donor testing has been performed on reported lot 312527 on (B)(6) 2013, results as follows: donor a) 212, inratio: 1.9, 1.7, 1.6, reference: 1.63, bias: 1.13, threshold: 2.13, %cv: 8.81. Donor b) 202, inratio: 2.7, 2.9, 2.9, 2.9, reference: 3.43, bias: 2.43, threshold: 4.43, %cv: 4.08. All replicate for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Accuracy and precision criteria have been met. No further investigation is necessary.

Event description:
Caller alleging receiving discrepant low results. Inratio 1.3, lab: 2.3. Time between testing 1.5 hours apart. Pt's therapeutic range 2.0 - 3.0.